Manufacturer narrative:
The target lesion in the lad was tortuous and calcified. The lesion was not pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent. It was reported that the stent failed to cross the lesion and became deformed with a strut of the stent becoming lifted. No patient injury was reported.